Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported their stimulator is not as good as the one they had in 2003. Patient reported their last device (3023) lasted almost 10 years and they were told their current one would only last 4-5. Consumer reported they have to adjust their device to get it right. It was also reported that their device turns off when they go through a metal detector. No further complications reported/anticipated.